Event description:
Event description cpi received information that this sq patch lead was removed from service due to rate sense fracture. The device was electively replaced at that time. The lead was replaced with a new endotak transvenous defibrillation lead model 0062.